Manufacturer narrative:
No product has been received as of (B)(4) 2010. If product is returned, analysis will be conducted. Complaint history yielded no other complaints for detached needles for the lot reported. Device history review was conducted to include final release testing, in process testing and testing of lot sample retains. One in process test had a failure, however, that product was destroyed.

Event description:
Customer states that while using an 8mm pen needle, the needle detached in her stomach.